Manufacturer narrative:
Event date: exact date unknown, event occurred (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18343046/18343046.

Event description:
It was reported that the patient experienced inadequate stimulation and was frequently charging the ipg. The patient underwent an ipg and leads replacement procedure and was doing well postoperatively. All explanted components will not be returned.